Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had loss of consciousness for approximately 15-20 minutes when changing from battery power to the power module. The system controller alarmed but the pt's wife was unsure of what type of alarm it was and therefore exchanged the system controller as a precaution. The pt went to the emergency department and it appeared that the black connection on the system controller was damaged with bent pins.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.